Event description:
Per the clinic, the magnet became dislodged subsequent to the patient undergoing an MRI. Revision surgery to replace the magnet is planned but has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, revision surgery to replace magnet occurred on (B)(6), 2011. The implanted device remains. This report is filed (B)(4), 2011. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.